Event description:
This event is reportable based on analysis completed on (B)(6) 2012 which revealed skiving along the inner wall of the dilator. It was reported the dilator included with fast cath introducer was too tight for the cooke transseptal needle. A significant amount of force was necessary to pass the needle all the way through the end of the dilator as well as to retract the needle. The problem area was the very tip of the dilator. Once the needle was retracted past the tip, it retracted smoothly the rest of the way. There were no consequences to the pt. Additional info was requested, but is not available. Device analysis revealed skiving along the inner wall of the dilator.

Manufacturer narrative:
Method - one 8f transseptal dilator with a cook transseptal needle engaged trough the dilator was returned for evaluation. A .032 inch guidewire was obtained from inventory and was inserted and advanced through the entire length of the dilator; foreign material exited through the tip end. Microscopic examination revealed the foreign material was a piece of skived dilator material. The distal 2.0 inches of the dilator were cross-sectioned open, which confirmed the skiving along the inner wall of the dilator which is consistent with the stylet / obturator not being used. Dimensional testing confirmed the dilator was within specification. The competitor's needle was dimensionally able to be inserted; however, no obturator was returned. The cook needle IFU states to flush the transseptal needle and introduce the obturator, which will prevent damage to or puncture of the introducer during introduction of the needle. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. The root cause classification is consistent with operational context as device performance was limited due to anatomical/procedural factors.